Event description:
A patient underwent a right lower extremity angiogram on (B)(6) 2013. While attempting to gain access, part of the introducer separated about 1cm from the tip, circumferentially. They were able to remove the device with no harm to the patient. Another device was used to complete the procedure. The patient did not require any additional procedures due to this occurence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.